Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the surgeon, "the patient's progressive loosening on soft tissue around the knee contributed to the rotation." However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to rotation of the articular surface approximately five (5) years post-operatively. The surgeon noted that the patient's laxity of soft tissue around the joint may have contributed to the patient's post-operative complication. Initial operative notes did not identify any complications. Revision notes identified that the polyethylene bearing was worn and had "spun out".

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that approximately 5 years post implantation, the patient was revised due to loosening of the articular surface. The surgeon felt that the patient's laxity of soft tissue around the joint may have contributed to this. Attempts have been made and no further information has been provided.